Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), specifications, trends, and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. Pre-existing regions of stenosis/narrowing have been shown to increase the risk of a thromboembolic event(e.g., graft limb occlusion). Patients with a graft leg lumen of less than approximately 5m ID may be at increased risk of a thromboembolic event(e.g., graft limb occlusion). Patients with poor outflow or a hypercoagulable state(e.g., cancer) may be at an increased risk of a thromboembolic event. Excessive overlap 10mm above the main body bifurcation may increase the risk of limb thrombosis." A review of the device history record could not be performed due to insufficient lot information. Due to this product only being one per lot number no other complaints would be associated with this complaint if lot information was available. Thrombosis can occur for a variety of reasons, like: genetic predisposition, iliac tortuosity, external compression, pulsation / repetitive stenosis, narrow inner iliac lumen, vessel damage, and rough surfaces. Tortuosity, compression, and pulsation can create shear forces within the leg that stimulate thrombus growth. Where a small thrombus has formed, the clot can enlarge because the blood flow slows around the clot, allowing clot-forming elements to be deposited. Pulsation and a small inner lumen can occur through graft oversizing or undersizing. The complaint report states that the iliac legs had moderate tortuosity, but this does not provide enough information to determine if the tortuosity could have had an effect. The root cause could not be determined. There was not enough information provided to determined if the patient had any conditions that would/would not predispose them to an thromboembolic event. In addition, there was not enough details provided related to the implant procedure to determine if certain techniques (i.e. Excessive overlap) were used by the physician that could have increased the risk of limb thrombosis. Therefore, the root cause is inconclusive - cannot be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A (B)(6) male patient in the spiral-z post-market registry (11-015) experienced claudication (lower limb or buttock) on (B)(6) 2014 (217 days post procedure). The patient was treated on (B)(6) 2014 for an aortic aneurysm. The maximum aortic diameter was 51 mm. The proximal neck had an inverted funnel shape with partial plaque/thrombus. The bilateral iliac arteries had moderate tortuosity, no occlusive disease, and no calcification. The patient received a 32mm x 84mm main body device, a 16mm x 90mm left iliac leg, and a 20mm x 74mm right iliac leg. There was no difficulty deploying any of the components. No other procedures were performed and no additional devices were used. A molding balloon was used but no details were provided regarding its use. At the conclusion of the procedure, the devices were patent with no external compression, flow limiting kinks, endoleaks, or thrombus. On (B)(6) 2014 (75 days post-procedure), the patient was seen in follow-up. There had been no change in the size of the aneurysm. Devices were patent with no external compression, flow-limiting kinks, migration or endoleaks. There was evidence of thrombus in the right iliac leg. On (B)(6) 2015 (217 days post-procedure), the patient experienced claudication (lower limb or buttock) and a secondary intervention was performed to treat thrombosis in the right iliac leg. The intervention included femorofemoral bypass and covered stent placement. On (B)(6) 2015 (402 days post-procedure), the patient was seen in follow-up. The aneurysm had contracted > 5 mm. Devices were patent with no external compression, flow-limiting kinks, thrombus, migration or endoleaks.